Event description:
It was reported that during a scheduled filter retrieval, the marker band on the introducer sheath moved proximally on the sheath. Reportedly, the physician pre-dilated the access site with an 8f introducer then with a 10f and then proceeded to advance the introducer system; the physician encountered resistance and decided to remove the introducer system. Upon removal, it was identified that the marker band had moved by more than 3/4 of the way on the sheath. Reportedly, there was no scar tissue at the access site. The physician exchanged the sheath and the procedure was completed successfully. There was no report of injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this mfg lot number. The device was discarded by the user facility; therefore, not available for evaluation. Based on the info available, the complaint is inconclusive as no sample was returned. It should be noted that the event description stated that the physician pre-dilated the vessel with an 8f introducer then with a 10f. Per the IFU (instructions for use), a 12f introducer sheath is required during the procedure. This was a contributing factor in this event. The IFU (instructions for use) states: pre-dilate the accessed vessel with a 12 french dilator.